Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette membrane was cleaned. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. The root cause of the reported failed internal leakage test was debris found in the ventilator. This will be detected during pre-use check.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).